Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in a fair condition with damaged housing. Event history log review was performed and found no evidence of reported problem. The device was started in application, no problems found with double beeping. The customer's reported problem was unable to be duplicated. However, the downstream sensor will be replaced as a preventive measure. The root cause of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited a double beep with cassette. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.